Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes set at the head end of the bed but do not hold. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found cracks caster stems where metal hex rod connects causing the brakes not to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. The technician installed new casters at the head end to resolve the issue. Based on this info, no further action is required.